Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number info was given, so an eval cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a result of delamination.

Event description:
Emailed complaint via pt from (B)(6) and noted from quality dept. As (B)(4) (delamination).